Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: ¿ the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. ¿ if remote switch 1 does not return to the off position after being pressed strongly from the side, gently pull the switch upwards to return it to the off position. ¿ do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. ¿ do not touch the electrical contacts in the ultrasonic cable connector. Equipment damage can result. ¿ do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasound image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had a darkening or abnormalities of the ultrasound image. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found there was insufficient adhesive in the screw holes of the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to damage on the ultrasonic probe the displayed ultrasound image was defective with missing elements, due to damage on the acoustic lens the water tightness was lost, due to a pinhole on the bending section cover rubber the water tightness was lost, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber was detached, the adhesive on the bending section cover rubber had a chip, the adhesive on the bending section cover rubber had a crack, switch 1 had a scratch, the light guide cover glass had a scratch, and the objective lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.